Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure stent damage occurred. Vascular access was obtained via the brachial artery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery (cia). A 8.0x40x135 cm express ld vascular stent delivery system (sds) encountered difficulty crossing the target lesion due to the severe calcification. During the several attempts to cross the target lesion , the edge of the express ld vascular stent lifted. The sds was removed from the patient for concern that stent could dislodge if the procedure was continued. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned; therefore a failure analysis of the complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).